Event description:
Procedure: lap. Total gastrectomy. According to the reporter: egia60avm was used to excise the duodenum. After firing, the jaws were opened and the staples on the duodenum side were found malformed throughout the whole staple line. The staples on the stomach side were formed properly. The duodenum side was excised with another egia60avm and the procedure was completed without further problem. There was unanticipated tissue loss. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).